Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that customer had been waking up with high blood glucose levels and had fluctuating high and low blood glucose levels. Customer stated that the third sensor she had used had a bent needle. Customer also stated that her blood glucose level was at 454 mg/dl at the time of the call. Customer treated with a manual injection of 9 units. Customer was offered to troubleshoot for high blood glucose levels. The alarm history was checked and only low reservoir alarms were found. The settings were slightly off from the stored settings, but the customer believed they were correct. Insulin pump will need to be replaced. No additional information provided.